Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was performed and completed without any failures or noted problems. A visual inspection was completed and there was evidence of dried fluid in the cassette compartment. Further evaluation found no device malfunctions that would have caused the reported hernia event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. The patient's medical records were requested. At the time of this report they are unavailable. If they become available, a supplemental report will be submitted.

Event description:
The peritoneal dialysis (pd) patient stated he had hernia surgery and he was not using the liberty cycler for about 2 months. The cycler was replaced.